Manufacturer narrative:
Multiple products were implanted including: product ID: 7750508, lot # unk, qty: 3, UDI (B)(4), 510k: k071942; 7750510, unk, 1, (B)(4), k071942. The quantity of occipital screws that loosened is unknown. (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with cervical myelopathy underwent posterior cervical arthrodesis at c1-c2 and occipital. Post-op, after few days of the surgery, the occipital screws loosened up. The patient will be re-operated next week.